Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by nausea, vomiting and abdominal pain. Three days after the onset of symptom manifestation, the patient was diagnosed with peritonitis and was treated with vancomycin and ceftazidime (intraperitoneal, for one day, doses and frequencies were not reported). The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. Two days after the event onset, the patient was treated with bactrim ds (oral, for 14 days, dose and frequency were not reported for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.